Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator did not duplicate the malfunction. The se performed calibrations, extended self tests (est), and short self tests (sst). The unit passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was inoperative. There was no report of patient involvement.